Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 49 mg/dl at the time of the incident. The customer also report the pump alarmed compromised force sensor system. Customer states insulin was squirting out during the manual prime process. The customer also report drive support cap was sticking out. The customer was advice customer to revert to back up plan per health care professional instructions. Product will be returned device for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test. Device received compromised forced sensor system alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform compromised forced sensor system test, excessive no delivery test and occlusion test or test due to compromised forced sensor system alarm. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.